Event description:
While attempting to deploy a stent, the stent became dislodged from the balloon and was partially deployed in the proximal circumflex artery and back into the left main coronary artery. This resulted in the acute closure of the circumflex and pt to emergency bypass surgery.